Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius combiset bloodline¿s transducer allowed air to enter the lines causing the transducer to fill with blood during a patient¿s hemodialysis (hd) treatment. Upon follow up, the cm said that the machine, a fresenius 2008t machine, alarmed appropriately with a tmp alarm. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 5ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required due to this event. Neither the complaint device nor a companion sample are not available to be returned to the manufacturer for evaluation.